Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a restart ilet alert associated with a stalled motor and the user experienced sustained hyperglycemia after disconnecting from the device; the patient later used subcutaneous insulin with both long-acting and short-acting injections. Symptoms included high blood glucose up to 450 mg/dl over approximately 18 hours with trace ketones, without reported acute complications. Outcomes included the need for alternate insulin administration and device replacement logistics. Investigation included a review of device alerts and user-reported history, with plans to follow up on device return. Investigation of the returned device revealed a consecutive motor stall consistent with an insulin delivery interruption, with the pump motor component implicated based on the alert and clinical course. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction resulting in interrupted insulin delivery.